Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the cgm was displaying 104 mg/dl while the patient felt nauseated and exhausted, was vomiting and had a stomache ache. The patient was taken to the emergency room (ER) and a bg was checked which was 392 mg/dl. The pateint's parent stated the patient was diagnosed with diabetic ketoacidosis (dka) and was provided insulin. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 09/09/2022. Initially at the time of the event, the cgm was in the 100¿s (mg/dl) and the patient had no symptoms. The patient started to vomit unexpectedly, had a stomachache, and was nauseated. The patient's ketones were elevated so their parent took them to the local emergency room (ER) where the bg was high. The patient's parent did not remember the exact bg value. The patient's parent stated the cgm was not reading correctly and the patient was not getting the insulin through his pump. After phone consultation with the patient's physician, the patient was diagnosed with diabetic ketoacidosis (dka) and ambulance transport to the children¿s hospital two hours away was initiated. Treatment in the ambulance included antiemetics and IV insulin mixed with dextrose to bring the patient's bg down slowly. After arrival at the hospital, the bg finger stick value was 392 mg/dl and the cgm value was 104 mg/dl. The patient remained at the hospital for 36 hours and continued to receive IV medications until the bg level stabilized. After discharge the patient felt exhausted for several days until his body recovered. At the time of the follow up contact on 09/09/2022, the patient's parent stated that several days after the event the child had returned to normal. No additional patient or event information is available.